Event description:
It was reported that during replacement of the ventricular lead, blood was noted within the insulation at the proximal portion of the atrial lead. The lead was explanted, and insulation damage was noted 10 to 15 cm from the distal tip.

Manufacturer narrative:
Na